Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: the suspect product was received and visual inspection was performed. A crack at the tip of the cartridge was found and trace amounts of viscoelastic residue were observed in the cartridge which suggests that an inadequate amount of ovd was used during loading and insertion which can contribute to defects and issues such as the complaint issue. No further issues were identified. The complaint issue of cartridge crack was not identified during product evaluation. The observed cartridge tip cracked/damaged is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were cracks in the cartridge. The customer filled enough balanced salt solution (bss) and has no explanation what the reason for the cracks could be. No patient injuries were caused. Through follow-up we learned that the lens was implanted. The physician followed the directions for use (dfu) and no resistance was noticed during implantation. There were no cracks or other irregularities before implantation. The cracks occurred during lens implantation, when the thickest part of the lens slid through the cartridge. No further information was provided.